Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited episodes of oversensing of noise with pacing inhibition on the rate/sense egrams. The local guidant representative was able to recreate the oversensing by having the patient take deep breaths. Guidant received additional information that the physician expressed concern over the pacing inhibition and guidant's automatic gain control (agc) operation.